Manufacturer narrative:
The lead was reported unavailable for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have perforated the patient's ventricular wall as confirmed via scanner. The perforation resulted in a pneumothorax and left pleural effusion accompanied by a patient complaint of severe chest pain. A revision procedure was performed wherein the lead was extracted. A new rv lead was not implanted as it was noted that the indication for implant was sinus node dysfunction. The patient's device was programmed to aai. No further action was taken to resolve the pneumothorax and pleural effusion as patient impact was reportedly minor. No additional adverse patient effects were reported.